Event description:
It was reported that alarm 01 occurred. The customer's blood glucose level was high, but no specific value was given. The customer addressed the high blood glucose level by using the pump to administer a correction bolus and did not require assistance from a third party. Technical support instructed the customer to replace the cartridge, and the customer successfully loaded a new cartridge and resumed insulin delivery.